Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2024. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was placed during a spaceoar placement procedure on unknown date. The patient was treated with 78gy in 38fx with androgen deprivation therapy (adt), he did well during the radiation treatment, after 3 month the patient noted that there was clear discharge. Due to this event, the patient had a colonoscopy done post radiation treatment. The gastroenterologist noted a fistula in the rectum posterior to prostate. The radiation treatment was pulled up, and the radiation treatment was reviewed with two physicians. It was noted that it was also a perforation caused by the hydrogel placement. The hydrogel seemed to be within the rectal wall. The patient was also experiencing tenesmus, besides that do not pain or discomfort have been reported. Therefore, was recommended stool softeners and levsen for the symptoms, it was unknown if the patient was medicated. No further information has been obtained despite good faith efforts.